Manufacturer narrative:
User facility was unable to locate device for evaluation.

Event description:
It was reported by the customer that one of their stretcher's brakes are not working. The customer cancelled their work order request, as they were unable to locate the device, or identify the model, and serial number.